Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device and then escalated to an impella 5.5 device for continued mechanical circulatory support. Two days after start of the impella 5.5 device support, the patient was running a fever and cultures were taken. The patient continued on support and was being worked up by advanced heart failure. Two days later, the patient was being weaned from extracorporeal membrane oxygenation (ECMO) as tolerated and noted to be septic and coagulopathic. Pressure dressing was applied to the site with no new drainage. However, there was bleeding from other sites and system anticoagulation was suspended. The next day bleeding from the site was noted and then the following day the bleeding was uncontrollable and leading the team towards impella 5.5 removal. Noted update reflected "will resolve sepsis and reassess device configuration." Patient was eventually decannulated and continued on impella mcs for an additional three days. The impella device was successfully weaned and explanted with a survived patient outcome.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, peri-procedural adverse event: access site bleeding, the root cause was not determined as the product was not returned and insufficient clinical details provided. For infection/sepsis, in order to make a root cause determination, essential clinical details would have to be provided. Therefore, the root cause of the infection/sepsis was unable to be determined as well due to insufficient clinical details. H6: investigation: type, findings and conclusion codes were updated accordingly based on the completed investigation.